Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was not hospitalized for the peritonitis. The patient was treated with injection vancomycin (1 gram, starting dose in first bag intraperitoneally), injection cefazolin (250 milligram, frequency and route not reported), injection ceftazidime (250 milligram in each bag, intraperitoneally), tablet cifran (orally, dose and frequency not reported) and tablet flucon (orally, dose and frequency not reported) for the event. The outcome of the event was not reported. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.